Event description:
Rptr related that, at the time of the er1 message, she was seeing the dr for an infection and since starting antibiotics, her blood glucose has been normal. Rptr relayed that her dr felt her blood glucose had been high because of the infection.